Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient, devices, and interventions has been requested.

Event description:
Literature: janson c, maxwell r, gupte aa, abosch a. Bowstringing as a complication of deep brain stimulation: case report. Neurosurgery. June 2010;66(6):e1205; discussion e1205. Summary: this study looked at bowstringing in parkinson's disease (pd) patients with single channel or dual channel subthalamic nucleus (stn) deep brain stimulation (dbs) systems. Bowstringing was defined as clinically significant and persistent complaints of disabling pain or tension in the neck and upper chest where the dbs extension cables are located with visible tethering, prominent arcing of extension cables, or other objective deformity. Patients were first implanted with quadripolar dbs electrodes. Extensions and impulse generators (ipg) were implanted 10 to 14 days later. Dual channel ipg's were connected to two extension cables that were both tunneled down the same side of the neck. The patients' receiving bilateral single channel ipg's had one extension cable connected to each ipg. All patients returned for follow-up at 2 weeks, 4 weeks to 6 weeks, 6 months, 12 months, and 30-36 months during which the patients were assessed for ipg function, lead positioning, presence of deformity and other subjective complaints. No patient with single-channel dbs ipg's experienced bowstringing, while six patients with dual channel ipg's experienced bowstringing. Reportable events: patient 1, a (B)(6) male with a history of (B)(6) infection of the left shoulder with (B)(6) after removal of a cyst, smoking, poor wound healing and bilateral rotator cuff surgeries, experienced painful bowstringing on the left side less than one month after surgery. Also, the extension had disconnected from the ipg. The patient underwent revision surgery during which lysis of scar tissue surrounding the extension cable and cleaning and reconnection of the extension cable to the ipg were performed. The patient subsequently still experienced residual symptoms of bowstringing with bilateral neck pain, retethering and scar formation. These symptoms resolved when the patient underwent replacement of the ipg with repeat lysis of scar tissue 12 months later. Patient 2, a (B)(6) male with poorly controlled diabetes, experienced painful bowstringing on the left side one month after implant surgery. The patient underwent revision surgery at which time there also were symptoms of current leak as well as electrode migration. During surgery lysis of scar tissue was performed. The patient then underwent two more revisions of scar tissue, the first of which resulted in lead migration. After the second revision and lead replacement, the patient developed a seroma and infection at the ipg site. The ipg and lead extensions were removed and the patient was treated with antibiotics. When the patient was taken for replacements of the ipg and extension cables, local subcutaneous purulent material was found in the operating room and both electrodes and burr hole covers had to be removed. The patient finally underwent replacement of the entire system with a single-channel ipg and had no further dbs-related problems. Patient 3, a (B)(6) male patient, experienced painful bowstringing on the left side 22 months after initial surgery and underwent revision surgery during which the patient opted for the single-channel ipg to replace the dual-channel ipg. The result of the surgery was satisfactory untethering and relief of pain. Patient 4, a (B)(6) female, experienced painful bowstringing on the left side 4 months after initial surgery. The patient underwent revision surgery during which simple lysis of scar tissue surrounding the ipg and distal extension cable and cleaning of the ipg and extension cable insertions were performed. Following the revision surgery, the patient developed a seroma for which no other information was provided, but had satisfactory untethering and relief of pain. Patient 5, a (B)(6) male patient, experienced bowstringing on the left side 12 months after implant surgery. The patient underwent two revision surgeries during one of which there were symptoms of current leak and lead fracture. The patient ultimately opted to replace the dual-channel ipg with a single-channel ipg. Following one of the revision surgeries, the patient developed a seroma. The patient ultimately had satisfactory untethering and relief of pain.